Manufacturer narrative:
As stated by the instructions for use, the device can be damaged by infiltration of liquid and for this reason it must be avoided to: - use the device while having a bath, a shower, etc; - immerse the pump in detergent solutions or in water; - infiltrations of liquid inside the pump. In this case the water penetration damaged the electronics, for this reason the pcb has been replaced. Device evaluated and returned to the distributor/user. No patient involvement.

Event description:
The customer report "water penetration".